Event description:
It was reported that on (B)(6) 2008 a xience stent was implanted in a de novo, left circumflex artery with direct stenting and 45 months later the patient fell from her bed, was admitted for a fractured hip injury, and expired of unspecified causes. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. It should be noted that the IFU states: do not exceed the labeled rated burst pressure. Use of pressures higher than specified may result in a ruptured balloon with possible intimal damage and dissection. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.